Event description:
It was reported that during a reservoir deployment procedure, insertion and removal difficulties occurred. The anatomical region being treated was in the liver. The renegade 18 microcatheter was advanced through another manufacturer's guide catheter. Resistance "was slightly felt from the beginning", however, "the renegade was advanced without change". The physician then attempted to withdraw the renegade, but was unable to remove the renegade from the guide catheter without applying "excessive force". The procedure was completed with another of same device. No pt injuries or complications were reported. The pt's condition is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.